Manufacturer narrative:
Product complaint (B)(4) h3 evaluation: the product was returned for foreign matter evaluation. The returned complaint unit was analyzed by fourier transform infrared spectroscopy (ftir) and scanning electron microscopy sem, and the foreign matter/fm was identified to most likely be hair. Review of the complaint device also verified that the hair did not cross the sealing area of the primary package (therefore there sterile barrier of the product was not compromised), and the hair did not contact the glass ampoule (therefore there was no contamination of the adhesive formulation) the impacted device was not used by the customer since the foreign matter was detectable without having to open the primary package. Based on this, and in addition to the hair undergoing the sterilization process along with the dermabond device, the health hazard evaluation concluded that the issue not result in any patient harms, and that it does not change the benefit-risk ratio of the impacted products. Further mitigating factors include that operators are following gowning procedures, and are performing routine maintenance, inspection, and cleaning activities that mitigate the likelihood of fm and contamination in the manufacturing area. Escalation was initiated to address the event reported. The necessary actions have been taken to address the issue. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Roduct complaint # (B)(4). Additional information: d9 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? No adverse event to the patient. The complaint device(s) is not returned yet. The product was shipped. H3 evaluation: this is an analysis for a photo submitted for evaluation. No device has been received to date. During the visual analysis, the following was observed: the picture shows three samples with the product code , one of them has an extra material, apparently a hair. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? The complaint device(s) is not returned yet. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and topical skin adhesive was used. There is a hair in package. The user found it before packing out. Additional information has been requested.